Manufacturer narrative:
The company rep examined the system, disconnected and reconnected the cables on the back panel of the pcb. The system was then tested and met specs. No samples were returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that an error message displayed at the beginning of a phacoemulsification procedure. The system message was unable to be cleared. The case was completed by performing an extracapsular cataract extraction with intraocular lens implant. There was no harm to the pt. Add'l info has been requested.